Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the implantable neurostimulator (ins) was replaced because it moved on its own. It was reported that the ins moved against the patient's skin and the ins maxed out. The patient stated that the ins wasn't working at all, a revision was done on (B)(6) 2018, and a new ins was implanted. The patient met with their healthcare professional, the patient was told the ins was set at a low setting and was working. The patient inquired for a keychain card due to the previous device received an ID card and a keychain card but the new device only had an ID card. Information was relayed to the patient that the company no longer has an ID card keychain option. There were no further complications or anticipations reported with this event.